Event description:
Per bio med, sterile processing employee checking pump, the censor was reading "air in line" when there wasn't causing pump to stop. Usually requires the tubing or sensor to be replaced.